Event description:
It was reported that during an implant procedure, the right atrial lead could not be "fixed well for a long time" and even after it was fixed, it dislodged. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).